Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, photo, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics w/maxzero 22g x 1.00 in leaked it was reported by customer that the leaking observed at connection of maxzero and diffusics. Verbatim: leaking observed at connection of maxzero and diffusics.